Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that screen stuck on application mode due to software issue. Field service engineer worked with technical support specialist to provide onsite support for remote support service updates. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen is frozen on the bd application mode. Which cause delay in dispensing the medication. There were no adverse events or injuries reported based on this event.